Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The returned guidewire had the distal tip kinked approximately at 74.75 inches from the proximal end. No more visual damages were found in the device. Detailed pictures of the distal end were captured and it was possible to observe that the guidewire was not complete. The detached section was not returned. Dimensional inspection of the distal tip outer diameter (od), middle section od, and proximal section od were performed and were within specifications. However, dimensional inspection of the overall length did not meet specification. No other issues were identified during the product analysis.

Event description:
It was reported that the fathom was difficult to remove and was fractured. A 200cmx10cm fathom -14 guidewire was selected for use in the uterine artery. During the procedure, the guidewire shape was adjusted and inserted into two sides of the uterine arteries through a microcatheter. When the guidewire was inserted into the right internal iliac artery branch, it was noted that there was resistance and the guidewire could not be retrieved. Then, the physician tried to retrieve the guidewire with strength, however, it was noted that the front end was fractured. The physician retrieved the fractured guidewire and the procedure was completed with another of the same device. The patient had no discomfort during the procedure. The physician performed extubation, local pressure dressing, and the patient returned to the ward. No patient complications were reported, and the patient was stable post procedure. It was further reported that the broken end of the guide wire remained in the small branch of the internal iliac artery. The procedure time was prolonged and increased the procedure risk. No further patient complications were reported. It was further reported that the guidewire was completely removed from the patient's body. No further patient complications were reported.

Event description:
It was reported that the fathom was difficult to remove and was fractured. A 200cmx10cm fathom -14 guidewire was selected for use in the uterine artery. During the procedure, the guidewire shape was adjusted and inserted into two sides of the uterine arteries through a microcatheter. When the guidewire was inserted into the right internal iliac artery branch, it was noted that there was resistance and the guidewire could not be retrieved. Then, the physician tried to retrieve the guidewire with strength, however, it was noted that the front end was fractured. The physician retrieved the fractured guidewire and the procedure was completed with another of the same device. The patient had no discomfort during the procedure. The physician performed extubation, local pressure dressing, and the patient returned to the ward. No patient complications were reported, and the patient was stable post procedure. It was further reported that the broken end of the guide wire remained in the small branch of the internal iliac artery. The procedure time was prolonged and increased the procedure risk. No further patient complications were reported.

Event description:
It was reported that the fathom was difficult to remove and was fractured. A 200cmx10cm fathom -14 guidewire was selected for use in the uterine artery. During the procedure, the guidewire shape was adjusted and inserted into two sides of the uterine arteries through a microcatheter. When the guidewire was inserted into the right internal iliac artery branch, it was noted that there was resistance and the guidewire could not be retrieved. Then, the physician tried to retrieve the guidewire with strength, however, it was noted that the front end was fractured. The physician retrieved the fractured guidewire and the procedure was completed with another of the same device. The patient had no discomfort during the procedure. The physician performed extubation, local pressure dressing, and the patient returned to the ward. No patient complications were reported, and the patient was stable post procedure. It was further reported that the broken end of the guide wire remained in the small branch of the internal iliac artery. The procedure time was prolonged and increased the procedure risk. No further patient complications were reported. It was further reported that the guidewire was completely removed from the patient's body. No further patient complications were reported.

Event description:
It was reported that the fathom was difficult to remove and was fractured. A 200cmx10cm fathom -14 guidewire was selected for use in the uterine artery. During the procedure, the guidewire shape was adjusted and inserted into two sides of the uterine arteries through a microcatheter. When the guidewire was inserted into the right internal iliac artery branch, it was noted that there was resistance and the guidewire could not be retrieved. Then, the physician tried to retrieve the guidewire with strength, however, it was noted that the front end was fractured. The physician retrieved the fractured guidewire and the procedure was completed with another of the same device. The patient had no discomfort during the procedure. The physician performed extubation, local pressure dressing, and the patient returned to the ward. No patient complications were reported, and the patient was stable post procedure.